Event description:
Related manufacturer reference number: 2017865-2022-00712. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. The implantable cardioverter defibrillator exhibited a diagnostic anomaly resulting in abnormally long mode switch episodes. No intervention was performed. There were no patient consequences.